Manufacturer narrative:
Sorin group received a report that a pump stopped during set-up. There was no pt involvement. Evaluation of the device by the facility's biomed department was unable to reproduce the reported issue. A sorin group field service representative offered to visit the facility to investigate further but the hospital declined any service stating that the pump had been returned to service and there had been no further issues. A review of the device history record did not find any deviations or non-conformities related to the reported issue. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrective actions could be identified. Sorin group (B)(4) will continue to monitor the market for trends.

Event description:
Sorin group received a report that a pump stopped during set-up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that a pump stopped during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.